Event description:
A computer software error was verified on a model 102 generator from a review on (B)(4) 2015 of the programming history database and periodic review algorithm. The implant date of the generator is (B)(6) 2012, and the first interrogation occurred on (B)(6) 2013. The interrogated settings were indicative of a "faulted" system diagnostic test. The event date, handheld, and software version are unknown.